Event description:
It was reported that the ca/rn noticed a very slight tear in trach flanges around 0930 during daily tie change. Decision was made to not change the trach at that time because the tear was very minor. After evaluating the flanges throughout the day, the tear was found to be larger around 1530. Device is not available for investigation since it was discarded. There was a patient involvement but unknown harm or adverse event.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Four (4) malfunctions reported for the same lot number.